Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy was not cutting while aspiration continued. There was patient contact but no medical intervention required. They used another pack to finish surgery.

Manufacturer narrative:
The product evaluation has been completed. One opened se5425wvb pack from lot x0648 was received. The pack contained the 25ga bi-blade vitrectomy cutter, and the collection cassette with the tubing. The vitrectomy cutter was returned loose and on the bottom of the pack tray, under the collection cassette and tubing. The tip protector was not received. The needle was bent. The port window was in the opened position. There was fluid in the tubing. The back cap was aligned correctly with the body of the cutter. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. However, the cutter did not cut. The inner needle was bound up and could not move. The root cause of the vitrectomy cutter''s bent needle cannot be determined due to the returned condition, being on the bottom of the tray, under the other components, and without tip protection. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.